Event description:
A report was received via social media that the patient had overstimulation on breast. It was noted that the patients ipg had stopped charging and caused more pain. The patient underwent an explant procedure.